Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was discovered the right ventricular lead exhibited noise. The lead was explanted and replaced. There were no patient consequences.